Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak on the irrigation port. Both sheath and catheter were defective for procedural use. Faradrive sheath had a fluid leak from the irrigation port. The fw 1.0 catheter auto deflected upon manipulation to flower position and lumen was kinked. Both devices were replaced, and the procedure was completed successfully without patient complications. No device will be returned, were disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information were unable obtain lot number. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.